Event description:
Customer reported that he was hospitalized on (B)(6) 2011 as a result of high blood glucose (bg). On (B)(6) 2011, at 10:41 pm, bg was 431mg/dl and administered a bolus insulin dose of 14.55 units. He was vomiting all day on (B)(6) 2011; the first bg reported that day is "high" (greater than 500mg/dl). His bg remained the same an hour later. The patient was treated and released from the hospital.

Manufacturer narrative:
The product will not be returned for evaluation. Unable to confirm a device malfunction that would have contributed to the patient's high bgs. The user guide advises customers to avoid hyperglycemia by "[checking] your blood glucose at least 4 to 6 times a day" and to always check it if "you feel nauseated or sick or whenever your blood glucose has been running unusually high or low." Because no lot number was provided, we are unable to perform a lot qualification review.